Event description:
It was reported that a malfunction alarm occurred with reference code 12-0x2071. There was no reported impact to the customer¿s blood glucose level. The distributor is awaiting the return of the pump for further inspection, and no additional corrective actions have been reported.